Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The 8 pack battery kit and motor battery charger were replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that while the system was being moved and the image acquisition system (ias) was running solely, the ias shut down due to low battery. A blue background was displayed on the mobile viewing station (mvs) screen when the ias shut down.

Manufacturer narrative:
Analysis was completed for the returned motor battery charger. Analysis was unable to confirm the reported complaint. The motor battery charger was installed into a test system, and the system readied and charged as expected. There were no battery errors or unexpected power downs, and both 2d and 3d images were acquired successfully. There was no functional problem found with the returned motor battery charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The batteries for the imaging system were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect motor battery charger for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.